Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the limb. After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated three times; however, on the third inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.